Event description:
A nurse reported that an intraocular lens (iol) had dislocated one day following implant surgery and the patient experienced a decrease in visual acuity. Approximately two weeks later, the lens was repositioned, but it rotated again. The lens was subsequently exchanged for the same model and power iol. In a follow-up, the surgeon reported the outcome of the event as "excellent", the patient is doing well with ucva of 20/25, and the iol is stable.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 02/12/2009 and 02/13/2009 by phone, fax and mail. A completed questionnaire was received on 02/18/2009.